Event description:
On the (B)(6) 2010 synthes received 2 x-ray images with no additional information provided. On the (B)(6) 2013 these image were sent to the synthes post market risk manager for review who concluded that a superior screw inserted into the inferior endplate of l4 appears to be broken at the plate screw junction and one of the inferior screws that enters the l4 vertebral body through the l4 superior endplate is broken.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.